Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the powered laser surgical instrument was broken during a procedure, when a nurse walked in between the instrument and a patient. Due to the break a plastic piece was burned and started a small fire. The facility put out the fire and completed the procedure with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by user error. Olympus will continue to monitor field performance for this device.